Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed under general anesthesia. Fiducial markers were placed transperineally before the injection. During the procedure, the physician was concerned about the hydrogel being placed into the prostate due to the amount of resistance that they experienced. Only 4cc of hydrogel was implanted. The post-procedure image showed a non-subcapsular placement. However, since the device was implanted, the patient has experienced hesitance and two episodes of no stream when peeing in two weeks. The images revealed that the hydrogel was implanted into the denonviller's fascia, where it is usually injected. The magnetic resonance imaging (MRI) showed that the hydrogel was concentrated and seemed to be pushing on the prostate. The patient outcome was reported as ongoing; the patient was planned for stereotactic body radiation treatment (sbrt), it was unknown if it was delayed due to this event.

Manufacturer narrative:
Block d4 and h4: the complainant could not report the lot number; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.